Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. Blood was in and around the infusion set's cannula. Customer's blood glucose level was 514 mg/dl. The customer delivered a bolus to correct her blood glucose level. The device was not returned.